Event description:
During a laparoscopic gastric bypass procedure, the device made a crunching sound when fired. The drivers on the left side of cartridge only partially fired. There as no pt consequence.